Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer continues to fail repeatedly, along with multiple cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) observed no failures at the station released the remaining pockets. All connections at the front and rear of the drawer were checked for proper seating. Inventory was verified through the application, confirming random medications were present but not in the reported positions. The system functioned as intended after the field service engineer verified the device.